Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). A replacement machine was installed onsite. Before replacement, the control panel was checked and the reported issue could not be reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during a procedure, the centrifugal pump scp control panel turned off and the pump stopped rotating. Reportedly, the event occurred when the operator was touching a knob on the panel to adjust the flow rate, and screen flickering appeared just before the panel turned off. The panel was recovered by turning the switch on/off several times. The procedure was successfully completed using the affected control panel. There was no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The processor board and the toggle switch were replaced and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Taking into account the service activity performed by technician, the most likely root cause of the reported issue was traced back to a defective processor board of the control panel. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.